Event description:
While using a byte retainer, patient reports that their upper retainer is split/slice and this keeps cutting and pinching their tongue.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.